Manufacturer narrative:
The customer has not responded to our attempts to gather further information. The item was received 6/20/19 and evaluation has not been completed at this time.

Event description:
Allegedly, during a procedure the fiber optic light carrier became hot, it over heated, and burned the patient's tongue.